Manufacturer narrative:
Device evaluated by manufacturer - device not returned; therefore, analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that some cardiac tissue was observed on the catheter. During a left ventricular tachycardia ablation procedure, an intellamap orion catheter was introduced inside the left ventricle via transseptal puncture. Once the physician mapped the left ventricle, he withdrew the catheter from the body in order to insert the ablation catheter. On the basket of the orion, some cardiac tissue was observed. The physician commented that it could be some mitral tissue. No complications were observed for the patient and the patient was stable.